Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Troubleshooting steps were performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that error b30 occurred during preparation for use involving an olympus xenon light source. There was no patient involvement reported.